Event description:
It was reported there was difficulty encountered while advancing the lead. It was noted that during a revision on (B)(6) 2014 the health care provider (hcp) was not able to advance one of the leads. It was reported they were not able to get the stylet in the lead. It was noted the stylet only ¿went in 1-2 inches¿. It was reported that since the stylet would not advance in the lead that it was explanted and replaced. It was reported an impedance check was performed and was fine.**information omitted pertaining to event (B)(4) ¿ anchor and lead migration. These events are not reportable**

Event description:
Additional information received reported the manufacturer representative saw the patient during the week of the report and their therapy is working well.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 77a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID neu_unknown, lot# unknown anchor, product type: unknown; product ID neu_stylet_acc, lot# unknown, product type: accessory. (B)(4).